Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while at work with an unclear cause, requiring interruption of activities and intake of oral glucose sources including glucose tablets and a sports drink; troubleshooting and education were provided, and an additional training link was sent for connection with a clinical resource. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose without alarms, hospital care, or alerts. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.